Event description:
Customer states he has an infection on his finger that came from his fingersticks as he tests 4 times a day with his soft touch lancet device. Customer reports he has peripheral neuropathy. No reportable malfunction reported. A request was made for the return of the product, replacement was sent.